Event description:
The event is reported as: the customer alleges that et tube has a defect and it seems to be leaky. Patient is fine. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.